Manufacturer narrative:
The reported temperature issue was unable to be confirmed due to the condition of the returned device. The nitinol tubing had been fractured and detached at the hub. Functional testing was not possible due to the aforementioned damage. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the reported temperature issue remains unknown.

Event description:
Related manufacturing reference numbers: 3004617090-2017-00001, 3004617090-2017-00002, 3004617090-2017-00004. During a radiofrequency ablation procedure the probes would not heat to the desired temperature. The procedure was cancelled with no adverse consequences to the patient.